Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of small volume folfusors underinfused the therapy solution. After the therapy time was complete, it was discovered that approximately half of the solution was still in the folfusor and had not been delivered to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.